Event description:
It was reported that during a cholesteatoma removal surgery, the surgeon decided to explant the device to achieve a complete removal. The pt was re-implanted with a new device afterwards.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.